Manufacturer narrative:
Product was returned for evaluation. Production records were reviewed. During the review of the DHR, po, bom, and customer specifications, it was identified that the riverpoint part number data set in the system is linked to the po, whereas the data in the labeling erp system is linked to the customer specification. Additionally, the information of the riverpoint part number in the po and the customer specification for both part numbers appears to be swapped. The customer reference is consistent across all the documents reviewed. Due to this configuration error, improper label kitting was done from labeling system. There were no nonconformities noted with the lot during production. All finished goods testing requirements were met prior to release. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "I need to open a complaint regarding lot number 250421652. I believe the label is incorrect. We shipped lot number 250421652 against dar-pg535, when you look this lot up in the transaction log, it references dar-pg686. We have only placed 2 orders for our item #5257620: 51390005 - 6 pcs. ( not 10 as noted on your email) 51390018- 10 pcs." Darby item number: riverpoint item number: item description: 5257620, dar-pg535 , plain gut, 5-0, 18", c-3, 5257626 , dar-pg686, plain gut, 5-0, 18", p-3.